Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned polaris ureteral stent was analyzed, and during the inspection, it was found that the stent shaft was detached in the middle. Which confirm the reported event. The analysis performed to the returned device; it is possible to conclude that the problem could be caused by operational factors. Based on the analysis results of the observed stent shaft break, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported during preparation, upon unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported during preparation, upon unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.